Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the atrial light-emitting diode (led) and it was attributed to the keyboard being out of specification electrically. (B)(4).

Event description:
It was reported that the atrial sense light-emitting-diode (led) on the external pulse generator was not working. The generatorwas returned for service. There was no patient involvement.

Event description:
It was reported that the atrial sense light-emitting-diode (led) on the external pulse generator was not working. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.